Event description:
Reportedly, during device interrogation before device implantation, a message asking for reset the device appeared. The device was not reset and not implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during device interrogation before device implantation, a message asking for reset the device appeared. The device was not reset and not implanted.

Manufacturer narrative:
Analysis of the provided data didn¿t confirm the reported issue and revealed : - during the interrogation of the device on (B)(6) 2024, no message requesting the reset of device was displayed. - but a message requesting the reset of the ¿device memory¿ was displayed. This is a standard message displayed before the device implantation, which was the case on (B)(6) 2024. - the device need not be reset. Based on available data, no issue is suspected on this device.